Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope water inlet was loose, error code when reprocessing, and the connection was not on. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error code when reprocessing, and the connection was not on was not confirmed. The customer¿s allegation of water inlet was loose was confirmed. Device evaluation found bending section cover glue was cracked, and loose air and water inlet at the scope connector and it required replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loose water connection was irregular stress was applied to water supply connector and/or air supply connector of the scope connector during device handling by the user. The event can be detected/prevented by following the instructions for use which state: ¿gif/cf/pcf-190 series operation manual _important information ¿ please read before use_ warnings and cautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.